Event description:
The device was used during a gall bladder procedure. The clip as delivered across the track. It doesn't hold in the jaw and fell. It has been removed. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot ID.